Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty charge-coupled device. Additional issues were identified during the device evaluation: the cable was buckled and scratched; the charge-coupled device and cable were flooded; and the scope mount was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the image did not appear on the camera head. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected due to incorrect country code format. The g2 field was corrected as "company representative" was inadvertently selected. The customer stated the event occurred something in june 2022, however was unable to provide a specific date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd) had broken down due to flooding and the image was no longer displayed. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which states: "do not reprocess or store this product together with tweezers, forceps, scalpels, etc. Doing so may puncture the camera cable and damage the electrical circuits inside the product due to water leakage." Olympus will continue to monitor field performance for this device.